Event description:
It was reported that two xience primes, sizes 2.5x28mm and 2.5x23mm, were implanted in the non-tortuous, non-calcified target lesion in the proximal left anterior descending coronary artery (lad) on (B)(6) 2014. Three months later, on (B)(6) 2014, the patient had a myocardial infarction (mi) and expired. The cause of death was the mi. An autopsy was not performed. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances from the reported lot. Myocardial infarction and death are listed in the xience prime instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.